Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in emergency room experiencing ventricular fibrillation and was given external defibrillation shocks. Post external defibrillation, upon device interrogation the pulse generator exhibited a diagnostics anomaly; the device showed an alert for elective replacement indicator reached prior to the implant date. After firmware download, normal device function resumed. No other anomalies were observed. The patient would continue to be monitored.